Event description:
It was reported that the catheter tip detached. An angiojet solent omni catheter was selected for a thrombectomy procedure of the superficial femoral vein. Thrombectomy was completed and when pulling the catheter back, the tip came off and stuck in the sheath. The catheter and sheath were removed together. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the solent omni thrombectomy system with portion of the distal shaft of the catheter detached. Portion of the distal shaft of the catheter, the jet body, markerbands and tip were not returned for analysis. The waste bag was cut-off when received and also not returned for analysis. The pump, effluent/supply line and shaft were microscopically and visually inspected. Blood was present outside and inside, when received. Visual inspection of the device revealed that there were numerous kinks throughout the device. The distal shaft was stretched 117cm distal of the strain relief. The distal shaft was detached at the proximal window with the hypotube twisted and detached at the jet body.

Event description:
It was reported that the catheter tip detached. An angiojet solent omni catheter was selected for a thrombectomy procedure of the superficial femoral vein. Thrombectomy was completed and when pulling the catheter back, the tip came off and stuck in the sheath. The catheter and sheath were removed together. No patient complications were reported.